Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the person with diabetes stated that her glucose was 420 mg/dl. The cannula was bent when removed. The other 2 auto injectors didn't work. The cannula never came down. There was patient involvement and no patient injury.